Event description:
Following stent deployment, resistance was felt while pulling the sds from the rca lesion. This was followed by an ostial dissection as the sds was withdrawn through an 8fr guiding catheter.